Event description:
Additional information was received from the manufacturer representative (rep). Rep reported that the patient (pt) was seen at their physician's office on (B)(6) 2024 for their post-operative follow-up appointment. Pt reported that the pain in their right flank area had "improved quite a bit". The lead has been discarded. The information has been confirmed by the physician.

Manufacturer narrative:
Continuation of d10: product ID 977a260, lot# serial# (B)(6), implanted: (B)(6) 2023, explanted: (B)(6) 2024, product type lead product ID 977a260, lot# serial# (B)(6), implanted: (B)(6) 2023, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient's representative. Pt rep called and stated patient need an MRI but have not used or charge the ins since (B)(6) 2025. Caller stated they removed a lead and left one lead and patient was not getting relief with one lead. Caller stated they found new hcp and they need to do MRI. Agent reviewed device function / charging the ins and activate MRI mode or hcp ofc filling out the MRI eligibility form. Caller stated they will callback with patient for assistance to charge the ins. Caller stated patient is not with them.

Manufacturer narrative:
Continuation of d10: product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2023, explanted: (B)(6) 2024, product type: lead. Product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2023, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2023 explanted: (B)(6) 2024 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Rep reported an explant of the entire right lead was successfully performed. The patient¿s battery was empty, therefore no interrogation was possible. The patient was instructed to charge the battery before their follow-up so they could interrogate the system, as well as re-program the patient.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2023: product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2023: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 27-sep-2027, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(6), ubd: 27-sep-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The manufacturer representative (rep) reported that the patient (pt) had developed pain and discomfort in the right flank area "pretty much right after the implant procedure". No device issues were reported. The rep reported they turned the stimulation on and tried to test the leads. The lead that was furthest to the right gave intense pain in the right flank area. The pt stated they were experiencing the pain when the implanted neurostimulator (ins) was on and when it was off. The doctor stated they would remove the lead to see if the placement of the lead was causing the pain. The rep reported the doctor was considering cutting the lead instead of unscrewing the lead from the ins header block. The rep reviewed how this could affect MRI eligibility with the doctor. The rep also contacted technical services to get more information on MRI eligibility if the lead does end up getting cut. Technical services reviewed MRI eligibility and that an abandoned device (e.g., cut lead) could prevent the patient from being MRI eligible.